Manufacturer narrative:
This report is being supplemented to provide the device evaluation and additional information provided by the customer. In addition to the reportable malfunction mentioned in b5, the repair center found a leak in the distal end of the biopsy channel, the insertion part connecting tube was dented, the control unit and connector were humid, there was corrosion on the plug unit and circuit board, the connector cable was damaged, the air valve unit connector was turned, and the forceps movement failed in the distal end of the biopsy channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer provided additional information which confirmed that the evis exera iii bronchovideoscope was returned due to a dent on the insertion tube during manual pre-cleaning. The customer did not report any issue with the diagnostic bronchoscopy procedure and there was no loss of image during the procedure. The procedure was completed using the subject device without delay. There was no patient harm or consequence reported as a result of the event. This report is being submitted for the error code e216 (electrical continuity error) that was found during the device evaluation.

Event description:
A user facility returned the olympus asset, evis exera iii bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed electrical continuity error due to water invasion. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Follow up is in progress to gather addtional information regarding the reported event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of e216 error. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the insertion section was squashed, fluid invaded the subject device during handling of the device by the user. As a result, abnormality occurred in image sensor unit and e216 error occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.